Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable detected. Issue resolved after cassette change. No patient injury was reported.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection found the pressure plate is broken and the sample presents mohawk exposure. Failure mode could not be duplicated by functional testing, because the sample was received broken. Sample was not received in proper conditions to perform an accurate investigation, complaint is not confirmed. No root cause determined due complaint was not confirmed. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).